Manufacturer narrative:
E: (B)(6).

Event description:
While the manufacturer's product support engineer (pse) was evaluating the v60 they identified a 35v supply failure error code in the event log. As a result, a power management (pm) printed circuit board assembly (pcba) was replaced to resolve. No reports of patient user harm or injury. The investigation concludes that no further action is required at this time.